Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: lasso mapping catheter. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 233 consecutive patients without structural heart disease underwent their first catheter ablation of af using an empiric thoracic vein isolation between february 2013 and february 2016. Among them, 1 patient with paroxysmal af suffered cardiac tamponade which was treated uneventfully with percutaneous pericardiocentesis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿comparison of the efficacy of empiric thoracic vein isolation for the treatment of paroxysmal and persistent atrial fibrillation in patients without structural heart disease.¿ the purpose of this study was to compare the outcome of the same catheter ablation strategy between paf and peraf in patients without any underlying heart disease. Suspect device is a 3.5-mm cooled-tip catheter (navistar thermocool or thermocool sf), however catalog or lot number are unknown. For documentation purpose, this complaint is opened under navistar thermocool ablation catheter. Concomitant products that used in this study: lasso mapping catheter.